Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was damaged. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the lead damaged was confirmed. A complete lead was returned in one piece with the helix extended and clogged blood/tissue. The visual and x-ray examination of the lead found the outer insulation was cut and the outer coil was compressed in the proximal region consistent with the procedure damage. The cause of the reported event was isolated to the insulation and the outer coil damaged consistent with procedural damage. Electrical testing was normal with no anomalies found.